Event description:
It was reported that the device was leaking prior to a procedure. There was pt involvement however there was no adverse consequences alleged with this event. There was a delay of five minutes as the procedure was completed with a back-up unit.

Manufacturer narrative:
Investigation confirmed that the device was leaking oil.